Event description:
It was reported that a patient had a previous fusion with zero-p at three levels (c3-c6) by another physician, at another hospital in (B)(6) 2013. A planned surgery for (B)(6) 2014 of a possible removal of implants at c4-c5 and c5-c6 with revision decompression and fusion and an anterior cervical discectomy and fusion (acdf) at the next level c6-c7 to address patient¿s continued neurological symptoms and stenosis. Upon surgeon review of c-scan on unknown date, it was determined that at c4-c5 and c5-c6 would make implant removal and revision difficult. The patient is now scheduled for a posterior cervical decompression and fusion c4-c7 on (B)(6) 2014. X-ray images taken on unknown date revealed that the implant at c4-c5 had one screw (right, cranial) which was not locked to the plate with slight protrusion and bridging osteophyte formation anterior to the plate and screw. During the revision surgery on (B)(6) 2014, a posterior cervical laminectomy, decompression, and fusion of c4-c7 were performed. No zero-p implants were revised or removed and no plan to remove them at this time. Surgeon will continue to monitor the patient post operatively and address again if needed. Patient is in stable condition. This report is 2 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown zero-p implant that is between c4-c5 that intersected with the migrated screw./unknown lot number. Previous fusion with zero-p at three levels (c3-c6) at unknown hospital in (B)(6) 2013. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.